Manufacturer narrative:
The complaint on the v-lead was ¿atrial lead was fused to the ventricular lead, so both were explanted and replaced¿. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductors consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-94802 it was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise. During lead revision it was discovered that the atrial lead was fused to the ventricular lead, so both were explanted and replaced. The patient was stable and asymptomatic.